Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation - rad tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the once the procedure was completed, deployment of the angio-seal closure device followed. After the device was set, it felt that it was not functioning correctly (possible suture lock), so the doctor took over and was able to complete closure. The patient condition was stable. The producer outcome was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 10october2021: procedure performed prior to the angio-seal was a heart caths. Hemostasis was achieved when he pulled with sufficient force. To get the device to function properly. The size of the sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion noted by staff member. It was unknown if a pre deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. It was with the deployment by certified deployer.